Event description:
Report received from abbott international affiliate (abbott united kingdom) reporting an overdelivery. According to the report, "the pump delivered 2.0ml boluses of morphine when set to 0.5ml... There was no adverse patient event reported." The customer contact would not reveal any additional information, citing the "united kingdom data protection act".